Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that phrenic nerve stimulation and diaphragmatic stimulation were observed during left ventricular (lv) lead implant. Pacing thresholds were also reportedly unacceptable. The lead was left in use but was explanted and replaced approximately two weeks post-implant due to continued diaphragmatic stimulation, unstable capture and unstable thresholds. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was post-operatively reprogrammed to reduce the phrenic nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was also reported to have dislodged.